Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the up, down and ok buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied any trauma to the pump and no moisture exposure. The reporter confirmed the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure caused the reported issue. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.